Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 60 mg/dl. The (B)(6) patient was reported to have been screaming, shaking and unsteady when standing and walking. The patient reportedly did not require the assistance of a third party and did not require any treatment above or beyond the usual routine of diabetes care and management. The patient did not lose consciousness or have seizure. Troubleshooting performed by animas customer technical support revealed that the bolus totals for the past three days did not add up to correctly match the total daily dose bolus totals. (>5% difference). The patient was reportedly at day care at the time of the reported occurrence and it could not be confirmed what happened while the patient was in the day care¿s care. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 02/13/2017: the device was returned to animas and evaluated by product analysis on 01/20/2017 with the following results: no defect was found. As the investigation did not find any defects with the pumps force sensor or delivery operation, it was determined the unsuccessful prime attempts and no cartridge detected warning were user induced. The next day (B)(6) 2016 at 12:27 a successful prime was recorded and basal deliveries were resumed. The pump continued to delivered with no loss of prime warnings until (B)(6) 2016 17:38 at end of pump use. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range basal deliveries were initiated after the cartridge was fill and were halted due to a ¿loss of prime¿ warning on (B)(6) 2016 at 08:24 due to an unidentified low force count f=6. The ¿loss of prime¿ warning was confirmed by the user at 08:39. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Correction submitted as follow-up #1 on 11/23/2016. This information was inadvertently omitted from the original submission: reporter fiilled cartridge in am with 100 units of insulin but when patient got home from daycare the cartridge was empty. No low cartridge warning noted in history. Insulin unaccounted for. Upon investigation a call service alarm occured at daycare unknown to the reporter so it is unclear where the insulin went.